Event description:
It was reported that during a pump replacement for eri, the catheter was determined to be broken at the spinal entry point. It was noted that no diagnostic testing was performed and that there were no patient symptoms associated with this event. The catheter was replaced. The pump system was being used to deliver dilaudid.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).